Event description:
In 2007, one patient had initial bun result of 7.0 mg/dl. Same sample repeated on same analyzer recovered 16.0mg/dl. The result was corrected prior to release. The following day, approximately 8 hours later, a patient had a creatinine result of 20.0 mg/dl, repeated at 0.8 mg/dl. The initial result was not reported. An additional two samples tested for bun gave negative results, which, when repeated on a different analyzer using the same methodology, gave results of 19 mg/dl, and 16 mg/dl respectively. The initial results were reported and no adverse effects were reported. The field service representative determined the photometer lamp needed to be replaced. The instrument was repaired. The user reports no further occurrences.